Manufacturer narrative:
(B)(4). Date sent: 3/17/2021. D4: batch#: u94pop. H6: component code: others (g07). Investigation summary: the product was returned for evaluation. A visual inspection was conducted on the returned device and visual analysis of the returned sample revealed that the cb5lt device was received without any apparent damage. Also, the package was not returned for analysis. As the package was not received, is not possible to determine what caused the reported event. The event described could not be confirmed as the package was not returned, thus no conclusion or cause could be reached. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain additional information and to retrieve the device/packaging. To date, no additional information has been received and no device/packaging has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a cholecystectomy procedure, the package label read cb5lt 5 x 100mm cannula however actual size of port was 5mm x 75mm with obturator was inside. Label was incorrect to product inside package. There was no patient consequence.